Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery was intermittently observed to be depleting rapidly. Additionally, the insulin gauge fill estimate was intermittently observed to be inaccurate. There was no reported adverse impact to the customer's blood glucose (bg) level. The customer declined follow up contact from tandem technical support, therefore no additional information could be obtained.